Manufacturer narrative:
The mega suture cut needle driver instrument has not been received for failure analysis evaluation.

Event description:
It was reported that during a da vinci-assisted bilateral inguinal hernia surgical procedure, one side of the mega suture cut needle driver broke off. A fragment fell into the patient and was retrieved during the same procedure. The procedure was completed with a greater than 30-minute delay.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The mega suturecut needle driver instrument was found to have a broken grip tip. A piece approximately 4.96 mm x 2.65 mm was found to be broken off. The broken piece was not returned with the instrument.